Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported issue of air infusion was not confirmed in the device logs or duplicated during the evaluation performed by the pal (product analysis lab). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The pal evaluated the device. A review of the device logs revealed no anomalies and no indications of air infusion. The pal did not identify any device failure or malfunction that could have caused or contributed to the reported issue. The assignable cause for air infusion was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to air infusion. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a device letting air in the body which occurred on home choice (hc). The hp stated she has seen the hc putting air in her body for past 5 days and at the end of therapy she feels air in her. The hp said priming was successful and there was no alarm. The hp will call registered nurse(rn) to program. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. This is report 1 of 5.